Event description:
The customer obtained non-reproducible, higher than expected vitros trop I es results (sample 1 = 1.07 ng/ml; sample 2 = 0.135 ng/ml) for multiple patient samples processed on the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected patient results were not reported out of the laboratory. The repeat trop I es results (repeat sample 1 is < 0.012 ng/ml; repeat sample 2 = 0.024 ng/ml) were reported for the affected patients. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics, inc complaint number (B)(4).

Manufacturer narrative:
The investigation determined that the sample involved was not processed in accordance with the tube manufacturer's recommendation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. An ocd field engineer performed "as needed" service to the well wash and reagent metering subsystems and optimized analyzer adjustments. Performance testing following service verified that the equipment was operating as expected. A definitive root cause for the event could not be determined. However, the most likely, assignable cause for this event is an equipment related issue. Additionally, a pre-analytical sample processing issue cannot be ruled out as a contributing factor. There was no evidence to suggest that the vitros trop I es reagent malfunctioned.